Manufacturer narrative:
Siemens has made several attempts to obtain more information from the customer, however the customer has not responded. There has been no allegation of harm, or alteration of treatment due to this event. A review of the complaint database has shown no related complaints with this lot. The cause of this event is unknown.

Event description:
The patient received several false negative protein results when using albustix reagent strips at home compared to testing at the hospital laboratory. There is no report of harm due to this event.